Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two devices that were used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a hemostasis procedure performed on (B)(6) 2021. During the procedure, after a couple of bands released, the device broke. Another speedband superview super 7 device was used and the same thing happened. It was reported the procedure was cancelled due to this event. Boston scientific has been unable to obtain additional information regarding the event to date. The event suggests that there was a failure to deploy the remaining bands. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of tripwire broken. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h2 additional information: the following have been updated; b5 (describe event or problem), e1 (initial reporter title, initial reporter first name, initial reporter last name), e3 (occupation), h6 (device codes), h10 (additional MFR narrative) additional information received on 06jan2022 confirming that this event of report number 3005099803-2021-08112 and report number 3005099803-2021-08113 were used during two different procedures and patients.

Event description:
Note: this report pertains to the second of two devices that were used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a hemostasis procedure performed on (B)(6) 2021. During the procedure, after a couple of bands released, the device broke. Another speedband superview super 7 device was used and the same thing happened. It was reported the the procedure was cancelled due to this event. Boston scientific has been unable to obtain additional information regarding the event to date. The event suggests that there was a failure to deploy the remaining bands. There were no patient complications reported as a result of this event. ***additional information received on january 06, 2022*** it was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices treatment procedure performed on (B)(6) 2021. During the procedure, when several bands had been released, the trip wire was broken. There was no difficulty experienced upon setting up the device. It was reported that the procedure was cancelled due to this event. There were no patient complications reported as a result of this event.